Event description:
It was reported that during an efip inspection the broaches were defective. They did not lock correctly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned double offset broach handle (left) confirms the handles exhibit significant signs of use and wear. There are nicks, scratches and gouges in this device. This device was manufactured in 2015. A functional evaluation was conducted and confirms the handle will not lock in place. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.